Event description:
The haptic was found damaged upon the opening of the lens carrier.

Manufacturer narrative:
Results: lens was received open with dried solution visible on the optic. Due to the condition in which the lens was received the cause of the malfunction can not be determined.